Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Initial surgery using pelvis pro and non-stryker 5.0mm screw was performed on (B)(6) 2018. Bone gap of the treatment site was occurred on (B)(6) 2018 because the patient slept with the treated side down. Reoperation was performed on (B)(6) 2018. Update form cic: according to sr, stryker screws were used to fix the plate and non-stryker screws were also used to fix the bone.

Manufacturer narrative:
The reported event that curved pelvic plate, radius 108 holes 6 length 90.5mm for screws 3.5/4.5mm was alleged of 'patient or user hurt himself' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided (discarded by hospital). Note that based on the given information, the root cause was attributed to be patient related. The failure was caused as reported; bone gap of the treatment site was occurred on (B)(6) 2018 because the patient slept with the treated side down. Reoperation was performed on (B)(6) 2018. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Initial surgery using pelvis pro and non-stryker 5.0mm screw was performed on (B)(6) 2018. Bone gap of the treatment site was occurred on (B)(6) 2018 because the patient slept with the treated side down. Reoperation was performed on (B)(6) 2018. Update form cic: according to sr, stryker screws were used to fix the plate and non-stryker screws were also used to fix the bone.